Event description:
Patient called to report left side deflation. Patient was unable to provide the device serial number. Patient then stated "the implant is non allergan." The explanted device will not be returned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).